Event description:
Clinic notes were received on (B)(6) 2016 for patient referral for surgery. The notes have most recent settings from (B)(6) 2016 as 2.75/30/250/30/1.1/3.0/60/250/ifi on. (B)(6) 2016 notes state patient is having more seizures and it states the patient's keppra was increased and referred for re-implant because of this. On (B)(6) 2016 the patient underwent generator replacement with a model 106. The reason for replacement was stated as prophylactic, ifi-yes. Attempts have been made for additional relevant information but have been unsuccessful to date.

Event description:
Follow-up with the physician's office showed that the believed cause for the increased seizures was due to the battery dying. There was no concern for device functionality just depleting battery. The explanted generator was received on 04/13/2016. Product analysis for the generator was completed and approved on 05/05/2016. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Low battery, ifi-yes was seen in the lab with 2.683 volts as measured during completion of test parameter of the final electrical test. There were no performance or any other type of adverse conditions found with the pulse generator.